Manufacturer narrative:
The customer¿s report of a leak at the juncture between the tubing and t-connector components was not confirmed. Visual inspection observed no obvious damages at the reported leak area. Functional and pressure testing was performed; no leaks or any issues were observed at the reported leak area. The root cause of the reported leak at the juncture between the tubing and t-connector was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the t-connector tubing is leaking "at the juncture between the tubing, and the hard plastic end port (hub) that connects to the patient's IV site" in the nicu. The leaks occurred while attached to the patient at the time. No harm was reported, and no further information will be provided by the customer.